Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was in good condition with no physical damage noted. No leaks or restriction in flow were observed when the cassette was filled with 50 ml of water using a syringe. The cassette was then installed on a pump and 10 ml of priming was performed. No cassette errors, occlusion alarms, or air in line alarms were generated, and no restrictions in flow were noted. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd cassette device had a compressed line, which could affect the flow rate of the drug. There was no patient involvement. The issue occurred during the final check of the device in the release room.